Event description:
It was reported the pt experienced sudden strong surge of stimulation. The pt turned off the stimulation immediately and later was unable to turn back on the stimulation. The ipg was unable to communicate with the pt programmers and the chargers. The ipg was explanted and replaced by a new device. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.